Event description:
Complainant alleged that the device displayed a "status 56" and a "status 140" message, and the device then shut down. There was no indication from the complainant of any pt involvement in the reported malfunction. The customer was contacted on numerous occasions, in an attempt to obtain additional event information and possible pt info. All attempts were unsuccessful.